Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Pd therapy continued unchanged. On (B)(6) 2008, the patient experienced bacterial peritonitis with cloudy effluent and was hospitalized. Beginning (B)(6) 2008, the patient was treated with gentamicin 80mg daily (route not reported) until (B)(6) 2008 and ceftriaxone "2x1g" twice a day (route not reported) until (B)(6) 2008. The severity of the event was mild. According to the nurse, the event wasn't caused by the pd solution; the root cause was a bacterial infection. On (B)(6) 2008, the patient was discharged from the hospital. The patient had recovered from the peritonitis event at the time of thie report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.